Manufacturer narrative:
An internal investigation was performed for a customer report of invalid cmv igg results when testing a patient serum sample using vidas® cmv igg (ref: 30204, batch: 1007379830) with the vidas® 3 computer hp rp5810 win 10 (ref: 422260) software version 1.2.0. The customer received an error message stating the sample was over-diluted when testing an undiluted patient serum sample. The investigation included a review of the full system backup data sent from the customer and review of the software source code. Review of the customer¿s backup data confirmed the error received by the customer. Biomerieux replayed the analyses on an installed vidas® 3 computer hp rp5810 win 10, the error message received by the customer was not reproduced. The review of the software source code found to anomalies or issues. The investigation confirmed the customer received an over-diluted error for an undiluted serum sample. However, a root cause of the inappropriate error was not established.

Event description:
A customer in (B)(6) notified biomérieux of obtaining invalid cmv igg results when testing a patient serum sample using vidas® cmv igg (ref. 30204, batch 1007379830) and the vidas® 3 computer hp rp5810 win 10 (ref. 422260). The customer reported obtaining an invalid test result with an error message stating the sample may be over diluted. Biomérieux customer service recommended to the dilute the sample and retest. The customer retested the patient serum sample with a 1:4 dilution and with a 1: 10 dilution; both retests also provided invalid results with a sample over dilution error. The customer reported that this issue has occurred for multiple samples. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. The customer stated that there was a delay in reporting results of greater than 24 hours. A biomérieux internal investigation will be initiated.